Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the sensor and guardian was not available at time of call. Advised the father that he is not listed for hippa authorization. Explained the caller that he will need to have the customer call and authorize to add his name into the account. No further information was provided.